Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect component for investigation. An investigation was performed and identified the root cause of the reported issue was due to fluid ingress within the touch screen panel assembly. This would cause the screen to be non-responsive. This issue will be internally investigated within carefusion.

Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. (B)(4). The carefusion field service representative (fsr) went onsite and was able duplicate the reported problem of the touchscreen not responding. The fsr replaced the touchscreen and completed service verification tests. The fsr reported the unit is ready for patient use. A return goods authorization has been issued for the return of the suspect component. At this time, carefusion failure analysis laboratory has not received the suspect component for evaluation. Upon completion of the failure analysis investigation, a follow-up report will be included.

Event description:
The customer reported while using the vela ventilator; the touch screen froze up and would not accept changes. The issue occurred during patient use, the customer reported the unit has been taken out of service. The customer reported there is no patient consequence associated with the event.